Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and fifteen clips were ejected; finally the instrument locked out as intended. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the scrub was firing out test clips and malformed clips were firing out. The device was not used and another device was pulled to complete the procedure. There was no patient consequence reported.